Event description:
Journal reference: sixel-doring, et at. "Abscess at the implant site following apical parodontitis: a hardware-related complication of deep brain stimulation." Nervenarzt, 2006. 77: jp 946-947. Reportable event: a 70 year old male pt being treated with deep brain stimulation for advanced parkinsons syndrome presented 14 months postoperatively with swelling over the pulse generator site. Aspiration revealed staphylococcus aureus. The stimulator and two extensions leads were immediately removed and the pt treated with systemic antibiotics. Replacement of the devices was planned following treatment for the infection. Patient history revealed dental treatment 6 weeks prior without the use of protective systemic antibiotics.

Manufacturer narrative:
.